Event description:
While the harvesting tool was in tunnel created for harvesting vein for coronary artery bypass graft (CABG) with switch to off position, there was smoke seen. It had turned back on causing a burn approx. 15mm x 5mm with a blister.